Manufacturer narrative:
(B)(4).the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported failure to inflate, due to a tear in the shaft, just distal of the midlap seal. Further assessment has determined that this issue is potentially related to the manufacture of the device. Root cause analysis is being conducted per internal operating procedures. Based on the investigation performed, it was concluded that this is an isolated incident. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and de novo lesion in the mid right coronary artery. A 3.75x15mm nc trek balloon dilatation catheter (bdc) failed to inflate when pressurized to 10 atmospheres. The procedure was successfully completed with another nc trek bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.